Event description:
It was reported that non sustained right ventricular oversensing (nsrvo) determined to be post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Continued monitoring was recommended. There were no reported patient consequences.